Event description:
Additional information was received that the patient experienced syncope, which was suspected to be due to the loss of capture. The patient was stable and will continue to be monitored.

Event description:
Related manufacturer report number: 2017865-2021-32305. During a follow-up remotely, loss of capture threshold was noted on the left ventricular (lv) lead. Abbott technical support was contacted and recommended intervention, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.